Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, tandem technical support arranged replacement pump under warranty.